Manufacturer narrative:
(B)(4). Date sent 5/28/2025. D4 batch # 360d55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached and not returned, the right bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed the condition of the reported event. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d55, and no non-conformances were identified. The lot# 390d78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during an unknown surgery, opened the packing, noted parts dropped as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.